Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2018-jun-24 reported that the implantable neurostimulator (ins) was checked for impedances. The ins was fine and functioning okay. The health care provider (hcp) noted that the patient was not the most mentally sound. The patient had neuropathic pain at the site in which the patient perceived the ins to be. The burning sensation was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was being burned by their ins. It was reported that the ins had been turned off. No trauma/falls were reported that could be related to the issue. The patient stated it just started at time today. The patient had not had any recent medical tests or emi environmental exposure. It was reviewed to have the patient keep the stimulation off until the device can be checked. The rep was not with the patient so no further troubleshooting could be done. It was reviewed that if the burning sensation did not go away following turning off the stimulation then further medical intervention may be needed. It was reviewed that with the stimulation turned off, there was no current going through the leads. It was reported that the burning sensation at the ins site was considered to be a sudden change in therapy/symptoms. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that steps taken to resolve the burning sensation they felt at their implant site was a manufacturer representative (rep) spoke to the them by phone and came to their next pain management appointment. It was reported that the burning sensation had not been resolved and the battery area still burned. They also stated that the unit did not reach their foot. They stated that they had complained for years about this. The patient¿s weight was asked but was not reported. No further complications were reported/anticipated.